Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities displayed a monitoring voltage of 2.65 volts and 23.3 second charge time. Elective replacement indicator was triggerrd. The device was replaced and returned for analysis.